Event description:
It was reported a patient experienced abdominal discomfort and chest discomfort coincident with peritoneal dialysis (pd) therapy on the homechoice. On an unknown date, air was infused into the patient's abdomen during the last fill cycle on the homechoice. The discomfort was worse lying down and was lessened by sitting up during therapy. On an unknown date, the patient presented to the emergency room (ER) with abdominal discomfort and chest discomfort. Treatment for event was unknown. The patient was discharged home from the ER. The cause of the abdominal discomfort and chest discomfort was air infused into the abdomen. The cause of the air infusing into the patient's abdomen was the last fill volume had been adjusted, but the homechoice was not programmed with the new volume. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The patient (pt) was admitted to the hospital on (B)(6) 2013 and was diagnosed with chest pain. The pt was observed for 24 hours and was then discharged home on (B)(6) 2013. It was reported that the he pt did not experience any overfill event from the home choice (hc) device. At the time of this report, pd therapy with the hc was ongoing. Hc cycler serial number (B)(4), was originally manufactured in 1997. A review of the device history record and service history log was performed which did not reveal any issues that could be related to the reported event.

Manufacturer narrative:
(B)(4) the patient experienced chest discomfort and abdominal discomfort on an unspecified date in (B)(6) 2013. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. The cause of the reported event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.